Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had and insulin pump error alarm. The customer performed self test and was able to rewind the insulin pump but there was second occurrence of the alarm. The customer also stated that the insulin pump had insulin flow blocked alarm. The customer had not tried all remedies. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No delivery alarm/occlusion during test. Pump error 63 alarm confirmed in the pump history and during self test due to broken trace. (B)(4).